Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) and atrial leads. The rv lead and the atrial lead were explanted and replaced in order to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-07324.

Manufacturer narrative:
Testing of the lead in the laboratory did not identify any malfunction that would have resulted in the reported field event of noise. Visual and electrical analysis of the lead was normal.